Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(4) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("sick to stomach"), decreased appetite ("no appetite") and nightmare ("nightmares"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(4) 2016. At the time of the report, the medical device removal, nausea, decreased appetite and nightmare outcome was unknown. The reporter considered decreased appetite, medical device removal, nausea and nightmare to be related to essure. Concerning injuries reported in this case, the following ones were confirmed in patient¿s social media records: no appetite,'sick to stomach', nightmares. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event: nightmares was added and reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("sick to stomach") and decreased appetite ("no appetite"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, nausea and decreased appetite outcome was unknown. The reporter considered decreased appetite, medical device removal and nausea to be related to essure. Concerning injuries reported in this case, the following ones were confirmed in patient¿s social media records :'no appetite,'sick to stomach' . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("sick to stomach") and decreased appetite ("no appetite"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, nausea and decreased appetite outcome was unknown. The reporter considered decreased appetite, medical device removal and nausea to be related to essure. Concerning injuries reported in this case, the following ones were confirmed in patient¿s social media records: 'no appetite,'sick to stomach'. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media: new events - medical device removal and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.